Event description:
The customer reported there was a loud bang and system shut down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board. System operates as intended. (B) (4).